Event description:
It was reported that the smartsite 20mm closed vial access device leaked at the vial/device connection. The following information was provided by the initial reporter, translated from french to english: "we have had problems with lot number 9248 expiry date 28/11/2022. When the device was connected to the vial, the product was leaking at the vial/device connection. This happened several times, with different cytotoxic products and different handlers. We quarantined the entire lot 9248, i.e. 45 units."

Manufacturer narrative:
H.6. Investigation: an mv0520-0006 product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 9248. Further information provided by the customer indicates that the leakage occurred between the vial access device and the septum of the vial. A review of the production records from lot 9248 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the smartsite 20 mm closed vial access device leaked at the vial/device connection. The following information was provided by the initial reporter, translated from french to english: "we have had problems with lot number 9248 expiry date 28/11/2022. When the device was connected to the vial, the product was leaking at the vial/device connection. This happened several times, with different cytotoxic products and different handlers. We quarantined the entire lot 9248, i.e. 45 units."